Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The event "grainy image in charged coupled device unit" was reported in error. Based on the results of the investigation, the event did not occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of grainy image is traced to electrical component failure and for foreign material in air/ water channel is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the colonovideoscope had foreign materials in air/ water channel and grainy image in charged coupled device unit. There were no reports of patient involvement.